Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was found during the device evaluation: malfunction in the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high intensity mode not activated due to a malfunction in the output connector (light guide contact section) high intensity detection section should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported that the subject device had poor contact with socket and it did not go into high intensity mode. The issue occurred during set up and inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.